Event description:
Same case as MFR#: 2134265-2009-03249. It was reported that post a coronary drug eluting stenting treatment procedure, a st elevated myocardial infarction (stemi), stent thrombosis, and pt death occurred. The pt presented with a stemi. The pt was not doing well when she first presented at the hospital. The lesion being treated was located in the tortuous right coronary artery (rca). The physician deployed a 3.00mm taxus liberte stent in the mid rca. Then the physician attempted to place a 3.00x28mm taxus liberte stent in the ostial rca, but was unable to cross the lesion. During removal of the stent delivery system (sds), the stent came off the sds balloon in the iliac or femoral artery. An unknown size maverick balloon was used to retrieve the stent; however, they were unable to pull it back into the guide catheter. The stent remained on the .014 wire. A fasciotomy was necessary to remove the stent from the groin. At 3:00am, post procedure, the pt experienced a stemi and was bought back into the ccl, where thrombosis was identified in the rca. Pt death occurred. It is unclear if the death occurred during the reintervention or post. Add'l information was requested, but not provided.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.